Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 20:52:18. During night drain cycle eight, the patient's ultrafiltration reading was 2378ml, indicating the home patient (hp) drained 1678ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The cause of the iipv event was determined to be use error, as the tidal total ultra filtration (uf) removal set was too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. If additional relevant information becomes available, a follow up medwatch will be submitted.